Event description:
The pace/sense portion of this lead was capped due to non-capture and a pacing lead was connected to provide pacing and sensing. The shock portion of this lead remains active. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the is-1 connector pin and a second time immediately distal to the svc shock coil. The proximal and a medial lead fragment were received. The svc shock coil was uncoiled and separately received. Between the received two lead fragments a segment of lead body was missing. Furthermore the distal end of the lead including the lead tip was not available. The returned lead fragments had a length of 45 cm, thus approx. 20 cm of lead body were not returned for analysis. The available parts were visually and electrically analyzed. The visual inspection revealed multiple signs of wear. The conductor cable to the svc coil was missing. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Due to the extent of the extraction damages, no further analysis of the lead fragments was feasible. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.